Event description:
Pt complained a plate broke post-operative. Subject plate was implanted in 1999 for a fracture of the left distal femur. Plate bent then broke post-operatively. Date of breakage and date of removal are unknown. Pt was diagnosed with a non-union.